Event description:
It was reported that post an unrelated open-heart surgery, the right atrial lead was noted with an elevated capturing threshold and a reduced p-wave amplitude. The ra lead was capped on (B)(6) 2025, replaced without complication. The patient was in stable condition before, during, and after the event.